Event description:
A correctly programmed m1032a vuelink module, under name of vuelink 1 did not transfer a critial ventilator circuit disconnect alarm to the philips intellivue mp70 monitor or central station network. Pt remained unventilated and became apneic. Ventilation re-established and pt was ok.